Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to loosening.

Manufacturer narrative:
Explant date is unknown.